Event description:
The plaintiff's attorney alleged that the pt expired at the dialysis treatment center. It was reported that the death occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.